Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01 april 2024, it was reported adhesive issue in one infusion set. Infusion set patch did not stick to skin upon insertion. Blood glucose level was between 54-500 mg/dl and insulin type was novolog/insulin aspart (novonordisk) unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available